Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single suspect device of the lot number h2774225. A visual examination of the device revealed a significant amount of dried blood on the mdu and catheter. The device was found to be in position one (the safe or disengaged position). The trigger was pressed and the green indicator light activated. The device was then moved to position two (the ready to use or engaged position) and the trigger was again pressed and the green indicator light activated, but the motor did not activate. The motor would not activate when moved to the correct position and the trigger was pressed. The complaint has been confirmed. The device was then carefully disassembled, and the pcb was examined and no damage was observed, but the pins built into the housing that are holding the pcb in position were found to have bent away from the motor. This means that when the device was moved to position two the cartridge is not interfacing with the safety switch. When the safety switch is pressed along with the trigger the motor activates without any issue. The remainder of the pins were examined and were found to be in good condition. After examining the processes to assemble this device it could not be determined what would have caused only these two pins to bend. This complaint will be used to trend for similar complaints. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported the physician got access and turned on the device, but there was no sound or movement to indicate spinning. The physician jiggled the device and attempted to replace the battery, and it did not work. They opened another kit to complete the procedure. The patient's vein was scratched when they pulled the first catheter out, and the patient's vein went into spasm, it was painful for her.